Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead returned in two pieces. External insulation abrasions were found 10.3 to 11.0 cm from the distal tip, consistent with friction to the device can or feature of the patient anatomy, and 26.5 to 27.0 cm from the distal tip, consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.